Manufacturer narrative:
Per the tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 559 mg/dl. Suspected cause was due to cartridge running out of insulin. The customer declined further troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.